Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that for a spectrum iq pump, " downstream occlusion does not enter the spectra and detection of air when there is no air in the tubing". This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a detection of air when there was no air in the tubing were verified through a review of the event history log but not reproduced. Evaluation found the upstream sensor within specification. During functional testing, a downstream occlusion which did not enter the spectra was not reproduced. Evaluation performed downstream occlusion test and have passed results. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported conditions were verified. Evaluation found the upstream sensor within specification. The upstream sensor requires replacement for precautionary measures for the air in tubing issue. Evaluation determined the cause of the downstream occlusion issue to be an out of specification force sensor readings. The force sensor could not be calibrated and therefore the downstream sensor was required to be replaced to correct the reported issue. Should additional relevant information become available, a supplemental report will be submitted.